Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The complaint could not be confirmed because no device was returned for analysis. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the jaws became not to open after grasping the trigger. The jaw was not able to open when the surgeon used it out of the patient¿s body. There was no problem with the patient. Another device was used to complete the case. There were no adverse consequences to the patient.